Manufacturer narrative:
Philips service recreated the database and tested the system, which passed all functionality tests. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disk full error prevented x-ray disabling; database recreated on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.